Manufacturer narrative:
Product was received at ameda and evaluated for allegation. Testing and investigation of the py motor passed all functional testing within specifications for vacuum levels. The inside of the pump was observed for burn marks or charring - none was observed. Melting was observed in the battery compartment. Dark grey substance, e.g battery acid, was observed inside the battery compartment. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.

Event description:
As part of ameda, inc's quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc. On (B)(6) 2013 to report the purely yours breast pump she has been using for 11 months, began sounding different, was "going in and out" and started smelling like it was burning. This issue began 2 days prior to the customer calling ameda. She states suction was compromised. Customer did not mention using batteries at the time of this call.